Event description:
On (B)(6) 2013, FDA forwarded to lifecell copy of a voluntary report filed by the patient and posted on maude database, mw5032075 - female patient suffered a lift injury and hernia in 2012. She was hospitalized for treatment. The patient requested a gi surgeon/specialist however, it was decided by the hospital staff that the trauma team would perform the repair. The patient was told she had a telescoping ventral hernia that needed to be corrected. The parastomal hernia was fine, stable with wide openings. The trauma surgeon decided to use surgical mesh, in urgent horseshoe fashion, around the stoma and metal coils to correct the non-problematic area. Eventually a gi surgeon/specialist was called in to assist. Since this surgery the patient has had leakage of stool from a slit on the left side of the stoma, gradually at first, then increasing until now stool intermittently pours out of the slit/wound to the left of the stoma instead of the ostomy site as intended. She has complained to her care team. She has been repeatedly reassured the slit/wound will heal around the mesh.

Manufacturer narrative:
Our investigation of lot s11026 includes: method: review of the information as reported, device history records and the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s11026. Results: review of the device history records revealed no deviations associated with the production of lot s11026. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Pouch seal dwell times and temperatures were within process parameters. All seals were visually inspected and acceptable. Results of bacterial endotoxins testing were acceptable. There was no repouching of the lot. To date, no other similar complaints have been reported to lifecell against lot s11026. To date, of the (B)(4) devices processed for lot s11026, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. Conclusion: the device was not returned for evaluation. Based on our internal investigation of the lot, the device met qc criteria for release and no other similar complaints were reported against the lot. Based on provided information, any relationship to the device cannot be determined. The clinical course described and the complications are anticipated adverse events for trauma hernia repair with an existing stoma. Device not returned for evaluation.